Event description:
It was reported that during the implant procedure, the lead helix would not extend once in the right ventricular (rv). The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).